Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, customer fell on the curb. Customer's blood glucose was 182 mg/dl and customer had manual injections available as alternate insulin therapy.